Event description:
A report was received that a pt underwent a revision procedure due to soreness around the pocket site. During the procedure, the physician made the pocket deeper and anchored the ipg to the fascia. The pt is reportedly doing well following the revision procedure.